Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported tip separation; however, the subsequent treatment appears to be related to operational circumstance. Additionally, the separated portion of the guide wire was secured in the vessel using a stent. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery (mrca) with 90-99% stenosis. The hi-torque (ht) balance middleweight (bmw) hydro guide wire had no resistance during advancement. Pre-dilatation was performed and a stent was implanted. However, the floppy part [tip] separated even though there was no resistance during removal. The separated portion remained in the anatomy with a second stent being implanted to secure the separated piece. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.